Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 380 mg/dl at time of incident and current blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. Customer treated with bolus for high blood glucose. Customer states insulin exits at the quick release. Customer reports bolus wizard was programmed accurately. Customer states they performed displacement test and insulin pump passed the test. The insulin pump will not be returned for analysis.